Event description:
Complainant alleged that while attempting to defibrillate a pt, the device's defib output was out of spec. The complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Subsequent testing was not able to reproduce the malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.